Event description:
The event is reported as: the stapler sticks after the first staples. Stapler is then discarded and another one is used. No pt injury reported.

Manufacturer narrative:
No sample will be returned for investigation. Evaluation: conclusions: other: no sample to evaluate. CAPA # (B) (4) was implemented to address this issue. The device was manufactured in 10/2008 and falls under this CAPA. This CAPA was closed and the problem has been effectively addressed.